Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 6000 c 501 module. One example was provided of an initial result of 160 mmol/l and repeat results of 214 mmol/l and 137 mmol/l. It was requested but unknown if any questionable result was reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found an issue with the cell rinse tubing and replaced it. The investigation determined the service actions resolved the issue.